Manufacturer narrative:
(B)(4) - sutures, (B)(4): eval results (other): visual inspection of the returned product showed the lens was torn into pieces and pieces of the lens was torn off and missing. There was a dark residue on the lens. (B)(4).

Event description:
It was reported that the aq2015a three piece silicone was damaged during loading, but the problem was not discovered into after it was inserted into the eye. The incision was enlarged to remove the lens and the wound was sutured after another same model lens was implanted. The reporter stated the incident was the result of a loading error.